Manufacturer narrative:
The lens was received cut in pieces precluding diopter measurement. A manufacturing record review was performed and met specifications. A review of the complaint database showed no additional reports received for the remaining lenses in this production order. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Event description:
It was reported the multifocal intraocular lens was exchanged for a monofocal lens 28 days after the initial implant. Reason stated was the patient's double vision. No patient injury.